Event description:
It was observed during the device evaluation that the autoclavable camera head had a cable malfunction, and a fixing mechanism malfunction. There was no patient involvement.

Manufacturer narrative:
The date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.